Manufacturer narrative:
The customer¿s report that the tubing cracked and leaked was not confirmed on the suspect bd product reported by the customer. However; a leak was observed on the female luer of the non-bd extension set. No anomalies were observed on the bd extension set during visual inspection; a crack was observed on the non-bd extension set female luer. Functional and pressure testing was performed; a leak was observed from the non-bd female luer. The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "a lipid syringe was found to be leaking. Upon inspection of the tubing, a crack was noted." There was no patient harm.